Event description:
The facility administrator (fa) reported to fresenius that the venous medication administration port clamp leaked during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the charge nurse. The charge nurse explained that the attending nurse was administering the patient¿s medications during treatment when the white clamp on the bloodline set failed to hold the pressure of the patient¿s blood and leaked. The charge nurse stated that no messages or alarms were expected and confirmed that the nurse was standing at the 2008t machine at the time of the event. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. The patient completed treatment on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacture for physical evaluation. Patient information was requested but could not be provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) reported to fresenius that the venous medication administration port clamp leaked during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the charge nurse. The charge nurse explained that the attending nurse was administering the patient¿s medications during treatment when the white clamp on the bloodline set failed to hold the pressure of the patient¿s blood and leaked. The charge nurse stated that no messages or alarms were expected and confirmed that the nurse was standing at the 2008t machine at the time of the event. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention resulted from the reported issue. The patient completed treatment on the same machine with new supplies. The sample was discarded and is not available to be returned to the manufacture for physical evaluation. Patient information was requested but could not be provided.